Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system delivered several inappropriate shocks. During a follow-up, telemetry could not be established, nor could magnet tones be elicited.